Event description:
1996 - pt augmented with saline implants - 225cc filled to 250cc. In 2006, pt presented with deflated left breast implant. Pt underwent bilateral capsulectomy and implant removal. Left implant deflated. Right implant intact. Pt augmented with mentor silicone implants and bilateral mastopexy.